Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 440 mg/dl. Customer states insulin pump had insulin flow blocked alarm during basal. Customer states they performed a 5.0 unit fill cannula. Customer states the insulin exited. Customer was able to remove set at this time to test site portion of infusion set. Customer states the cannula was not bent. Customer declined troubleshooting for high blood glucose. The devices will not be returned for analysis.